Event description:
Related manufacturer reference number: 3006705815-2021-06133. It was reported that the patient fell and experienced ineffective therapy. Imaging confirmed that the leads migrated. Reprogramming did not resolve the issue. Surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.